Manufacturer narrative:
(B)(4). This customer reported a failure to discharge during an attempted cardioversion. There was no report of any negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.